Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device, the patient expired. The target lesion was 90% stenosed and located in the circumflex. The lesion was treated using five passes with the oad on low speed. Following the fifth pass, imaging was performed and it was noted that there was no flow in the circumflex. Additional imaging revealed a dissection in the proximal circumflex which continued into the left main, along with a vessel perforation. The patient status began to decline and medication was administered, however the patient expired.